Event description:
Complainant alleged pt was being monitored during transport by ambulance. Pt suffered from a myocardial infarction. Complainant indicated that upon arrival at the medical facility, device had no display and was emitting an audible clicking sound. Complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction, nor was there any compromise to the pt's care.